Manufacturer narrative:
The investigation is not complete. This report will be updated when the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the depth gauge that came out of a kit had the wrong ruler was inside the cylinder sleeve. It doesn't look like a wright 50mm ruler, maybe a synthes.

Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.